Event description:
It has been reported by (B)(6) that the account had a isoflex that was ruined because, the zipper on the cover broke and let fluids in. According to the customer, they had to dispose of the mattress because a (B)(6) patient was on it. The isoflex delivered with order (B)(4), the serial number was not noted in jde at the time.